Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. She changed the battery about 9 times but the insulin pump was not working. The insulin pump alarmed failed battery test. When she pressed the act button, the insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer's blood glucose level was not reported. The device was not returned.